Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Arthritis. Reporting internist's seriousness assessment: serious (inpatient/prolonged hospitalization). Reporting internist's causality assessment: probable. Pyrexia. Reporting internist's seriousness assessment: non-serious. Reporting internist's causality assessment: probable. Pharmacovigilance comment: sanofi company comment dates 17-sept-2014: in this case, the causal role of synvisc cannot be excluded for the occurrence of the event of arthritis, however the lack of information regarding the underlying medical history and the concomitant medications used by the patient precludes the complete case assessment.

Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2014 from an internist. This case concerns a (B)(6) year old female patient who experienced arthritis, pain/pain after the administration, removal of joint fluid/joint fluid was removed (joint effusion), could not sleep and pyrexia after synvisc therapy. No past drugs or medical history was reported. The patient's concomitant medications include hydrochlorothiazide/losartan potassium (preminent) for hypertension, amlodipine for hypertension, atorvastatin calcium ( lipitor) for hyperlipidemia, ifenprodil tartrate (cerocral) for cerebral infarction, loratadine (claritin) for indication not provided and alendronate sodium (fosamac) for osteoporosis. On (B)(6) 2013, the patient started the first cycle of treatment with synvisc intra-articular injection at the dose of 2 ml once a week (batch/lot number and expiry date: not provided) into the left knee for gonarthrosis. On (B)(6) 2013, the first cycle was ended. It was reported that synvisc was effective and the patient was satisfied with it. On (B)(6) 2014, patient reported complaint of pain to the internist. On an unknown date and month in 2014, joint fluid was removed at another hospital (surgery clinic). On (B)(6) 2014, patient white blood cell count was 6100/mm3. On (B)(6) 2014, the second cycle of treatment with synvisc was started and the first dose was administered into the left knee. It was reported that no synovitis was noted at that time. Ten ml of joint fluid was removed and the color was reported to be clear pale yellow. On (B)(6) 2014, the second dose of synvisc was administered and 23 ml of joint fluid was removed and the color was darker and cloudy compared to the previously-removed fluid. On (B)(6) 2014, it was reported that arthritis and pyrexia were noted and the patient started feeling pain after the administration and could not sleep. On (B)(6) 2014, patient saw the reporting internist and was admitted to another hospital (not the surgery clinic) because of a possibility of infection. On the same day the patient's white blood cell count was 12600/mm3 and the c-reactive protein was 3.5 mg/dl. On an unknown date, pyrexia resolved. As of an unspecified date, arthritis had not resolved. Synvisc was discontinued with the last dose on (B)(6) 2014. Bacteriological culture was performed at the reporting hospital and the hospital where the patient was admitted, and the result showed negative for both aerobic and anaerobic bacteria. A possibility of an adverse reaction of synvisc was considered. It was reported that the arthritis was treated at the hospital where the patient was admitted. As of (B)(6) 2014, patient still remained hospitalized. Joint fluid accumulated, but was not removed. Action taken: drug withdrawn nos. Corrective treatment: not provided. Outcome: not recovered/not resolved for the event of arthritis, recovered/ resolved for event of pyrexia and unknown for pain/pain after the administration, removal of joint fluid/joint fluid was removed (joint effusion), could not sleep.